Event description:
It was reported that prior to an interventional nano stem implantation procedure, placement of the sutures was attempted in the heavily calcified right common femoral artery with a proglide device using the preclose technique. The arteriotomy was 5f. Reportedly, there was no bleed back from the marker lumen with the first proglide device. A second proglide was used and a suture break occurred. A third proglide was attempted and the guide of the device broke off inside the patient. Surgical intervention was performed by a surgeon to retrieve the broken off piece of the device and achieve hemostasis. There was no reported adverse patient sequela. A clinically significant delay of two and half hours was reported due to the surgical intervention. A femoral angiogram was not performed prior to the procedure. The technician is reported to be trained in the use of the proglide device and in-training for the preclose technique. No additional information was provided. Subsequent to the initial reported information, additional information received via a user facility medwatch report: "event desc: pre-close perclose suture from a previous procedure earlier this year broke when attempted to close post procedure. Perclose #1 - suture broke, perclose #2 - clotted off, perclose #3 - cuff broke proximal end outside body. Doctor attempted to retract device, as the hydrophilic tip was inside the right femoral artery and this visualized under x-ray. Surgical consult for an emergency arteriotomy. Hydrophilic tip successfully removed by surgeon.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported guide detachment was confirmed. A posterior foot detachment was observed and the detached piece was not returned with the device. A review of the lot history record revealed no non-conformances/exceptions for this lot. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Additionally, it was reported that a femoral angiogram was not performed. The warnings section of the IFU states to perform a femoral angiogram and to verify the location of the puncture site. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Event description continued: what was the original intended procedure? Closing post heart cath. Device usage problem: device malfunction - that is, the device did not do what it was suppose to do. (B)(4) - failure to follow steps: femoral angiogram not performed prior to procedure. It was reported that the proglide device was used in a heavily calcified right common femoral artery access site. The instructions for use (IFU), states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other two proglide devices referenced are being filed under separate medwatch MFR numbers.